Event description:
A talent converter stent graft was implanted in a pt for the endovascular treatment of an 8.2 cm abdominal aortic aneurysm. Vessels were mildly calcified, and the aortic neck was severely angulated, mildly calcified, and 21 cm in length. It was reported that a talent converter stent graft (MFR report # 2953200-2010-01988), a talent occluder (MFR # 2953200-2010-01989), and two iliac limb stent grafts (MFR report # 2953200-2010-01990) were implanted w/o issues, and the procedure went well. The following day, the pt expired due to a myocardial infarction. No autopsy has been performed.

Manufacturer narrative:
(B)(4): eval results: (death), (unk cause of myocardial infarction; autopsy was not performed).